Manufacturer narrative:
Clinical investigation: it was reported the patient¿s fluid overload was attributed to noncompliance of pd therapy including missed treatments and inappropriate solution used. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the liberty select cycler experienced operation question in dwell 3 of 4. It was reported that the patient¿s legs were seeping solution. The patient requested assistance with discontinuing treatment. Upon follow-up with the peritoneal dialysis registered nurse (pdrn) it was reported that the patient was hospitalized the same day for fluid overload (hypervolemia). It was reported the patient¿s fluid overload was attributed to noncompliance of pd therapy including missed treatments and inappropriate solution used. The patient had a central venous catheter placed in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (brand and model unknown) during this admission. The patient had an uneventful hospital course and was discharged on (B)(6) 2020. It was confirmed the patient¿s diagnosis of fluid overload and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has permanently transitioned from pd to hd for renal replacement therapy due to non-compliance of pd therapy and continues hd therapy on an in-center basis.